Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure causing delay. The customer added that they were unable to access medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer reseated retractor band and bus cable to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Section h4 - corrected device manufacturer date.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure causing delay. The customer added that they were unable to access medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system had drawer failure. A field service engineer reseated retractor band and bus cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.